Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? No. If so, did the "noise" prevent insufflation? No please describe the noise. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? No. Were you able to identify where the leak was coming from? Seal and the trocar connection. Was a device inserted in the trocar during the leaking? Yes. If so, what device? (B)(4). Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic colon procedure leaking occurred where the seal and trocar connect. There were devices inserted, but it is unknown exactly what devices. The account stated that when they would detach the seal from the trocar and re-attach the two back together, the leak would slow down. The trocar was used to complete the case with no patient consequence.